Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper micro® safety needle safety device did not release once the needle was inserted. The patient required three "pokes" due to device failure. No patient injury was reported.

Manufacturer narrative:
One gripper device was returned for evaluation in used condition without its original packaging. Visual inspection of the device showed that area where the tubing was bonded to the base had excess solvent and solvent residue. Functional testing involved activating the device and showed that excessive force was required to activate the safety mechanism, and once the safety was activated, the needle bent due to the applied force. A review of the testing and inspection documents was deemed adequate. A review of the manufacturing process for a similar part - the same process procedures and controls - was conducted and no discrepancies were found. Based on the evidence, it was determined that the most probable root cause was due to a manufacturing issue, related to an excessive amount of solvent applied by the manufacturing operator and undetected excess solvent during visual inspection.

Manufacturer narrative:
Additional information - potential additional lot number 36x606; expiration date: june 28, 2021; manufacturing date: june 14, 2016. (B)(4).